Event description:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate there was no speaker sound at start up test due to a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The device was not in use on a patient at the time of the event, there was no patient involvement.